Event description:
The lay reporter contacted lifescan (lfs) on 02/04/2007 alleging low readings on the pt's one touch fasttake meter. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info. Around 3-4:00 pm the pt was "vomiting, smelling like alcohol, slurred words, jumbled speech, vomiting up coffee grounds or blood when he only had drank sprite." Reporter thought that the pt had a "stomach flu". The pt tested his blood glucose and obtained a 210 mg/dl and then the pt went to the physician's office where his blood glucose was 400 mg/dl using the physician's meter. He was taken to the ER from the physician's office and reading in the ER was too high to register on the meter. A lab test was done; however, result was not provided. There was 30 mins time difference from the pt's blood glucose reading at home to the ER's result. Pt was admitted in the hosp for ketoacidosis and was treated with IV fluids. The pt had 300 test strips for the fasttake meter and 100 of those test strips were expired. There is no info on whether the pt was using expired test strips at the time of the event. The technique of applying blood on the test strip was correct and was cleaning the puncture area correctly. Customer care advocate (cca) sent the pt an ultra meter, test strips and control solution. No further medical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, what actions lead to the pt's symptoms, reading in the lab, how long the pt was in the hosp for, and whether his diabetes regimen was changed due to the incident. This complaint is being reported because the pt alleged that the blood glucose reading on her meter was 190 mg/dl lower than the physician's meter result and she was later treated in the ER for "ketoacidosis."

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.